Manufacturer narrative:
The customer reported intermittent artifacting / signal loss on multiple telemetry transmitters at one time. They have an multiple patient receiver the (B)(4) and about six zm-530pa telemetry transmitters. The transmitters will show intermittent artifacting for about 15 minutes and they will randomly artifact throughout the day. All or some by be artifacting at any given moment. They do not have issues in one of the hallways but on the main hallway they use, this is where it happens. The customer has confirmed that this happened on both the antenna system a and b side. The artifacting started around a month ago, and they stated that they renovated the hallway about a year ago. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided for some of the devices. Multiple patient receiver: model: org-9700a, sn: ni. Telemetry transmitter: model: zm-530pa, sn: (B)(4).

Event description:
The customer reported intermittent artifacting / signal loss on multiple telemetry transmitters at one time. They have an multiple patient receiver the (B)(4) and about six (B)(4) telemetry transmitters. The transmitters will show intermittent artifacting for about 15 minutes and they will randomly artifact throughout the day. All or some by be artifacting at any given moment. They do not have issues in one of the hallways but on the main hallway they use, this is where it happens. The customer has confirmed that this happened on both the antenna system a and b side. The artifacting started around a month ago, and they stated that they renovated the hallway about a year ago. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that multiple telemetry transmitters were in intermittent signal loss with artifact at the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: a specific hallway in the facility was affected by this issue and it was noted that a hurricane was in the area two weeks prior. Additionally, renovation had taken place about a year prior. Nihon kohden technical support (nk ts) performed troubleshooting steps with no results and requested assistance from nihon kohden clinical information technology support (cits) as well as onsite biomed personnel. Cits and the biomed performed troubleshooting steps and discovered some components in the org system needed to be replaced. The root cause is determined to be failed components that needed replacement. The splitter component appeared to have wear and tear and would only allow a signal through one side of the component. Additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported intermittent artifacting / signal loss on multiple telemetry transmitters at one time. They have an multiple patient receiver the org-9700a and about six zm-530pa telemetry transmitters. The transmitters will show intermittent artifacting for about 15 minutes and they will randomly artifact throughout the day. All or some by be artifacting at any given moment. They do not have issues in one of the hallways but on the main hallway they use, this is where it happens. The customer has confirmed that this happened on both the antenna system a and b side. The artifacting started around a month ago, and they stated that they renovated the hallway about a year ago. No patient harm was reported.